Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The same user facility reported similar events for other devices with the same product code/lot number combination, see MDR 2243441-2017-00211 and MDR 2243441-2017-00212. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported difficulties with the involved angio-seal evolution. The following information was provided by the user facility: when the string is pulled it feels like something is ripping and the plug does not deploy all the way in. The patient was reported to be in good condition and nothing adverse happened to the patient. The procedure outcome was reported to be good.